Event description:
The manufacturer's rep reported the pt had been experiencing increased spasticity. A significant volume discrepancy had been noted. No alarms were heard. The pump was explanted after an implant duration of 38 months and replaced. A follow up report will be sent when additional info is received.

Event description:
Additional info from the hcp reports the pt recovered without sequela after the pump replacement and is doing fine.